Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device was over delivering by 6.5 percent. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information was received. I don't have much information on sn: 1005307. This one had been given to me when I took over the pharmacy department and had been sitting so long no one knew if there was an issue or not.

Manufacturer narrative:
\This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Additional information provided in b.5. Because of this b6 (event problem patient code) updated. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal and labels were intact. During functional testing, the customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be inaccurate delivery. Recommend an expulsor to be trimmed to bring the delivery accuracy closer to nominal of a range.